Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6); 02-010-03-0315 - logic cr femoral cem, right, sz 1.5. (B)(6); 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. (B)(6); 200-02-26 - three peg patella 26mm.

Event description:
It was reported that a 70 yo female patient, initial (B)(6) 2016, underwent a revision procedure on (B)(6) 2024, approximately 7 years 8 months post the initial procedure. The patient returned to the surgeon¿s office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient underwent poly tibial insert swap and patella swap and was revised to a truliant crc tibial insert sz 1.5 , 15mm sn: (B)(6) and an optetrak 3 peg patella 29mm sn: (B)(6). There were no device breakages or surgical delays during the procedure. No x-rays were provided. The patient was last known to be in stable condition following the event. The explanted devices are not available for return. They were sent to lab and legal at the hospital. A device image was provided. No further information.

Manufacturer narrative:
The reason for the revision reported was likely the result of the reported pain, which was caused by prosthesis wear and instability, or due to inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. H6: corrected health effect, medical device, component, and investigation clinical codes.